Event description:
Reportable based on device analysis completed on 14jan2022. It was reported that crossing difficulties were encountered. The target lesion was located in the subclavian artery. A 8.0x30x135cm express ld vascular stent was advanced for treatment. However, during procedure, the stent could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a express ld device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual and microscopic examination found the stent positioned in the correct location on the balloon and with the first three stent struts on the distal end damaged. No issues were noted with the of the device's tip. A visual and tactile examination identified no issues along the length of the device. This concludes the product analysis.